Event description:
It was reported that an attempt was made to interrogate an implantable cardioverter defibrillator (ICD) with two separate mobile programmer applications. When attempting using the first application, interrogation could not be initiated. It was noted that when reattempting using the second application, interrogation was successful; however, the screen was intermittently unresponsive during certain functions. The episodes could not be viewed, the minimum rate could not be adjusted, and intrinsic rhythm screenshots could not be captured. Impedance measurements were successfully obtained despite the limited functionality. Reprogramming was done, and the ICD remains in use. No patient complications have been reported as a result of this event. Application version: 4.2.3 host tablet os version: 18.3.2.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.